Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left-side deflation." Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, opening, crease fold, yellow particle inside device, broken plug strap and wear abrasion. Leak test was performed, and found opening on anterior . A microscopic analysis was performed which identify, sharp opening on valve bond edge, under plug strap and broken sharp plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a opening sharp on valve bond edge, under plug strap side assessed, as unidentified (tear) opening. Broken sharp plug strap side assessed, as unidentified (tear) broken . Missing piece of the plug strap assessed, inconclusive.

Event description:
Healthcare professional reported, "left-side deflation". Device has been explanted.